Manufacturer narrative:
Patient diagnosed with xanthelasma around the eyes and possibly cheeks, 8 years after off-label bellafill injection in the cheeks (per patient). The xanthelasma has been excised as of (B)(6) 2023. The patient stated as of (B)(6) 2023 that it now looks worse. Xanthelasma requires treatment to resolve. Date of event is unknown. Patient stated on (B)(6) 2023, that she first noticed the issues about 4 months ago, but also stated she's "been dealing with it for about a year.". Additional device information is unknown. Lot number is unknown. Injector has relayed they do not keep records beyond 7 years, so they could not confirm the patient's bellafill injections. Implant date: patient guessed it was implanted about 8 years ago. The patient states they were injected by dr. (B)(6), (B)(6). The patient would not allow contact with the injecting office except for requesting the bellafill lots used in the patient's procedure. Per dr. (B)(6) office (B)(6), they do not keep records past 7 years, so they do not have that information. The patient states they saw dr. (B)(6). Per dr. (B)(6) office (B)(6), dr. (B)(6) diagnosed xanthelsma around the eyes and possibly some in the cheeks also. They do not plan to treat this patient. The patient also indicated she has had the xanthelasma removed on (B)(6) 2023 and it now looks worse. It is suspected that the xanthelasma was removed by a dr. (B)(6) on (B)(6) 2023. Dr. (B)(6) office has not responded to attempts to contact (on 2/9/23, 2/28/23, 3/7/23) to confirm removal and medical opinion. Patient has not confirmed name of surgeon who excised the xanthelasma. Xanthelasma requires treatment to resolve. Bellafill. Bellafill dermal filler is indicated for for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient diagnosed with xanthelasma around the eyes and possibly cheeks, 8 years after off-label bellafill injection in the cheeks (per patient). The xanthelasma has been excised as of (B)(6) 2023. The patient states it now looks worse. Xanthelasma requires treatment to resolve.